Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 430 mg/dl at the time of incident. Customer treated for high blood glucose but they declined. Customer declined troubleshooting for high blood glucose. Customer request assistance with programming the insulin pump. Customer was advised to follow up with health care professionals. The device will not be returned for analysis.